Event description:
The patient unit was damaged and sparking.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One cardiomems patient electronic system with pn 600007164 and sn (B)(6) was received for evaluation. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a broken power extension cable.